Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: revision surgery was performed on a patient on (B)(6) 2013, where the prodisc-l construct was removed due to abrasion of the inlay. It was also reported the prodisc-l construct was implanted on (B)(6) 2002. No further information is available at this time. This is 3 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records (DHR) review could not be completed.

Manufacturer narrative:
An evaluation was conducted and it states that the devices show wear and tear. Due to the missing lot number, a manufacturing review can not be presented. The cause of the failure can not be clearly determined. No product or material related condition was detected. Due to the condition of the device we are not able to present a final manufacturing conclusion. Therefore, this complaint to be indeterminate from a manufacturing standpoint.